Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed; the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation no error code was observed. The device was corrected. In box d: product brand name, product UDI has been updated. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action init, recall (z) number has been updated.